Manufacturer narrative:
The automated impella controller (aic) device was received from the customer, and an evaluation of the device is ongoing. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported the automated impella controller (aic) ((B)(6)) was replaced with aic ((B)(6)) it was reported that during the removal of the purge disc, the blue retainer broke on the new console ((B)(6)). The impella 5.5 support proceeded without any harm or injury from the interruption. The retainer breakage occurred on day 12 of support. Later the family withdrew care. Patient outcome not due to the aic malfunction.

Manufacturer narrative:
Corrected information for the initial MFR 1220648-2023-03568 was provided in sections b1, b2, b5, h1, and h6.

Event description:
Additional information noted that the care was withdrawn, and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.